Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds and the right ventricular (rv) lead exhibited high capture threshold and no sensing. Then, during the procedure on 10/9/18 to explant and replace the rv lead, the lv lead dislodged. Chest x-ray revealed that the right atrial (ra) lead had also dislodged. Both ra and rv leads were capped and replaced, while the lv lead was explanted and replaced. The patient was stable before, during, and after the procedure and was discharged from the hospital.

Manufacturer narrative:
External insulation abrasion was noted at 8.3 ¿ 8.5 cm from the connector pin consistent with lead friction to the ICD can.